Event description:
The customer stated that her blood glucose readings had been higher than usual for the last week. While troubleshooting, she performed control tests and received results of 173 and 243 mg/dl. The normal control range was 94-130 mg/dl. The customer did not allege and adverse events. The test strips are to be returned for evaluation, and replacement test strips were sent to the customer.